Event description:
It was reported that temperature alarms 10 and 11 occurred while the pump was charging, but the pump was not exposed to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to return the problematic pump using a prepaid label provided by technical support and was instructed on how to put the pump into storage mode. Technical support confirmed the shipping address and arranged for a replacement, as the pump was still under warranty. The customer will continue using the current pump with multiple daily injections (mdi) as a backup if the battery charge runs out.